Manufacturer narrative:
Additional manufacturer narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses (tgt3720/7674267, tgt3420/(B)(4)). Prior to the tag® devices being implanted, a right axillary artery-left common carotid artery-left axillary artery bypass procedure was performed, and the left subclavian artery was coil-embolized. The tgt3720 was deployed from the brachiocephalic artery and the tgt3420 was implanted distally. Intra-procedure imaging revealed a proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach being taken to the endoleak. On (B)(6) 2011, a follow-up study revealed that the proximal type I endoleak was persisting. The aneurysm diameter was 63.7 mm. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, a follow-up study revealed the aneurysm measured 69 mm. The proximal type I endoleak was persisting. The wait and watch approach was continued. On (B)(6) 2011, a follow-up study revealed the proximal type I endoleak had resolved. The aneurysm measured 69.6 mm. On (B)(6) 2013, a follow-up study revealed that the proximal type I endoleak had returned. The aneurysm diameter measured 67.9 mm. On (B)(6) 2013, a follow-up study revealed that the aneurysm measured 68.8 mm. The proximal type I endoleak persisted. A wait-and-watch approach was continued. No further information has been reported to gore.